Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the malfunction of wash manifold, diluter, sample probe and reagent syringe and a crack found on the luminometer. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur troponin ultra result was obtained on a patient sample. The result was reported to the physician. The sample was retested on the advia centaur and the corrected result was reported. The patient was admitted to the hospital and administered aspirin. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra results.